Event description:
It was reported that during service and evaluation, it was determined that the female connector on the fuslitegu_olym-acmi_3.5mmx3.0m cable device had ripped off. It was noted in the service order that the cable was exposed on the connector of the device. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that device's female connector is ripped off the cable. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific instructions for use for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the fuslitegu_olym-acmi_3.5mmx3.0m would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life. As per instructions for use, do not use a damaged or defective light cable. Inspect upon receipt, prior to each examination or procedure, and before sterilization. Pay particular attention to optical surfaces, looking for scratches or other damage. Use caution to treat light cables as you would any precision optical device. It has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device lot number: wo193845 , and no non-conformances were identified.